Event description:
It was reported that approximately six month post-implant a suprarenal aortic extension developed a type iii endoleak between the junction with a bifurcated endovascular device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, medical records were provided and reviewed by medical director indicating that there is no indication of any defect or fault with the endologix product, and that the type iii endoleak most likely occurred as a result of remodeling of the aneurysm over time.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn. Device not returned for evaluation.